Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lavh - "on patient left side (doctor using) had bleeding on one of first initial seals on the ovarian ligament, bleeding was on the patient side on specimen. Had to reseal to stop bleeding. On patient left side - had bleeding on the seal of the round ligament. Bleeding was on the patient side. Had to reseal to control bleeding. On patient right side (first assist) had bleeding on the seal of the ovarian ligament right beside the ovary. On patient right side had bleeding on the seal of the round ligament on the specimen side. Had to reseal to control bleeding. Cer is for internal information. No product credit or replacement is needed as surgeon was able to complete case with voyant." Patient status - patient is fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. This is consistent with the initial intake of the complaint which detailed that the product would not be returned. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the root cause could not be determined, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. Additional information requested and received. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from team member on (B)(6) 2016: an ovarian ligament would estimate 1-2mm. Round ligament would estimate 2mm. Bleeding was observed on the ovarian and round ligament seals. The number of activations could not be determined, but the bleeding was observed in the beginning of the case. Because the issue happened initially, the jaws were not cleaned. There is no escher buildup. There was no generator alarms that interrupted the seal cycle when the insufficient hemostasis was observed. The patient did not exhibit any vascular pathology. The patient was not given any anticoagulation medicine. The device was not used on diseased of inflamed tissue.